Manufacturer narrative:
Citation: pal jd et al. Transcatheter aortic valve repair for management of aortic insufficiency in patients supported with left ventricular assist devices. J card surg. 2016 aug 3. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature of a (B)(6)-old male patient with worsening aortic insufficiency during one year of left ventricular assist device (lvad) support underwent implant of a medtronic corevalve (serial number not provided). Following the valve implant moderate paravalvular leak was noted. A few days later, a second non-medtronic valve was implanted valve-in-valve, resolving the paravalvular leak. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the physician/author stated the medtronic valve(s) exhibited no performance issues and performed as expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.